Event description:
Related manufacture reference number: 2017865-2022-42306. It was reported that the patient to hospital for unrelated procedure. Device interrogation was performed as the patient was symptomatic of arrhythmia. Upon interrogation, it was note that the patient's pacemaker and right ventricular lead exhibited failure to sense, failure to capture, noise oversensing, and high pacing impedance. Further investigation found that the right ventricular lead dislodged due to twiddler's syndrome. The pacing system was explanted and replaced on (B)(6) 2022. The patient was in stable condition.

Manufacturer narrative:
The reported events of lead dislodgement, failure to capture, oversensing noise, failure to sense, and high pacing lead impedance were not confirmed. As received, a complete lead was returned in one piece for analysis. Electrical testing, x-ray examination, and visual inspection did not identify any anomalies.